Event description:
It was reported by service report that the fowler was drifting down with weight. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.